Event description:
It was reported by the rep that the device was used during a lung biopsy. It was reported the device would not fire staples. Another ez45b was pulled to finish the case. There was no consequence to the pt.